Event description:
A pt undergoing wavefront guided lasik reportedly received 5 pulses of the treatment in the right eye before the surgeon noticed exceptionally short treatment duration. The treatment was aborted. The treatment was re-programmed and recalculated for both eyes on the wavescan wavefront system and delivered to the pt. The post-operative result is satisfactory in both eyes. The treatment was created with the wavescan offline programming module, (B) (4).

Manufacturer narrative:
Our investigation revealed that the specific computer provided by the customer on which the software was installed did not meet minimum system requirements of 512 mg of ram (the computer had 256 mb of ram). Additionally, the computer disk had very little free space. The users of this computer ignored multiple system warnings of low memory over several months. Investigation showed that the mis-created treatment resulted from a combination of the computer's insufficient memory resources and a software code routine that did not check the status of its returned value.